Event description:
It was reported a primary infusion of normal saline with 20kcl was programmed on the pump module with IV line 2420-0007. Upon completion of infusion, clinician re-programmed the infusion for a new bag, however did not hang a new bag and left patient room. Upon return the clinician, pump was alarming however the line was "full of air" past the air-in-line sensor. Clinician alleges the pump "should have alarmed earlier when air hit chamber". Patient was monitored, no harm to patient. Upon initial testing of the device from customer biomedical engineering no issues were found with the air-in-line sensor. Customer biomed reports the infusion began at 3:24 am and multiple air-in-line events occurred at 3:52 am.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of that IV line was full of air past the air in line sensor of the pump module was not reproduced during testing. Laboratory testing performed on the source pump module¿s air in line detection system found the device was detecting air for both single air bolus and accumulated air bolus within specification. External and internal inspection process was performed on the pump module. The rubber motor mount was broken (incidental unrelated to the reported). Observed residue of fluids inside the rear case. No anomalies were observed on the ail assembly. The pump module event log recorded the pump module was selected on 25 october 2024 and programmed to infuse with a rate of 100 ml/h and volume to be infused (vtbi) = 1000 ml. On 25 october 2024 the pump module alarmed four (4) times for air in line with the infusion restarted after each event. The single air bolus limit was set to 75/l with accumulated air detection enabled. Review of the pcu and pump module error logs showed no errors were recorded on the reported event date. There are multiple single air bolus settings (50 l, 75 l, 125 l, 175 l, 250 l) available to the customer. However, the profile guardrails may override individual system configuration settings. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported that IV line was full of air past the air in line sensor of the pump module was not determined during the investigation. Laboratory testing found the device detecting air in line and alarming within specification. Note that imdrf annex a09, a1801, c07, c0601, d15 and g04090, g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported a primary infusion of normal saline with 20kcl was programmed on the pump module with IV line 2420-0007. Upon completion of infusion, clinician re-programmed the infusion for a new bag, however did not hang a new bag and left patient room. Upon return the clinician, pump was alarming however the line was "full of air" past the air-in-line sensor. Clinician alleges the pump "should have alarmed earlier when air hit chamber". Patient was monitored, no harm to patient. Upon initial testing of the device from customer biomedical engineering no issues were found with the air-in-line sensor. Customer biomed reports the infusion began at 3:24 am and multiple air-in-line events occurred at 3:52 am. A report was received from health canada's canada vigilance program which states, "IV bag emptied and line went dry without alarm sounding to indicate air in line. Pump asset number 104470."

Manufacturer narrative:
Correction: describe event or problem.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a primary infusion of normal saline with 20kcl was programmed on the pump module with IV line 2420-0007. Upon completion of infusion, clinician re-programmed the infusion for a new bag, however did not hang a new bag and left patient room. Upon return the clinician, pump was alarming however the line was "full of air" past the air-in-line sensor. Clinician alleges the pump "should have alarmed earlier when air hit chamber". Patient was monitored, no harm to patient. Upon initial testing of the device from customer biomedical engineering no issues were found with the air-in-line sensor. Customer biomed reports the infusion began at 3:24 am and multiple air-in-line events occurred at 3:52 am.